Event description:
It was reported that: an aide said crank gave away. It did not catch in locked position and then handle swung back striking aide on wrist. Employee off of work for a few days, she filed workers comp papers. Facility spoke w/mfg, must assay worn? As to the age of device and as to its ware-abouts per facility. Facility decided this was not a reportable event because injury was not serious but did call mfg.